Event description:
Customer reportedly received result of 260 mg/dl on aviva system 1 and result of 120 mg/dl on aviva system 2 within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for either aviva system.